Manufacturer narrative:
(B)(4): analysis of the returned device shows that no pre-existing defect was found on the returned implants which could be responsible of the event. The exact cause of the setscrews loosening cannot be determined with the provided information. The loosening of the setscrew may come from: - over tightening of the setscrew after their break off leading to the splay of the bone screw tulip - improper insertion of the rod into the rod canal of the pedicle screw: in such condition, when the patient stands up, realignment of the rod into the rod canal may happen inducing setscrew loosening - overloading of the construct due to the collapse of the fractured level (as described in the event) which is consistent with asymmetrical deformation of the mas crown due to contact with the rod.

Event description:
It was reported that a patient underwent an unknown spinal procedure. Patient showed signed of spondylodesis with a bit of kyphosis. At an unknown time post-op, it was reported that the setscrew was loose. A revision was done to remove the loose screw and it was discovered that the patient had a wound infection. Patient was treated with several weeks of antibiotics.